Event description:
This complaint is from a literature source. The following literature cite has been reviewed: knapp k, armento ig, parreno r, martinez np, tippit r, chovanes j. Passive, active, or both-what hemostats do surgeons choose in the real world, and should we rethink it? Med devices (auckl). 2025 nov 4;18:545-551. Doi: 10.2147/mder.s549147. Pmid: 41209681; pmcid: pmc12595961. The aim of this study is to evaluates the association between the type of topical haemostatic agents used during surgery¿categorized as active, passive, or a combination of both¿and their relationship with intraoperative blood loss and bleeding-related postoperative outcomes. A total of 149 patients were included in the analysis: 51 treated with passive agents, 51 with active agents, and 47 with both, between 01 september 2017 and 30 september 2020. In the active agents group, evarrest (eth), evicel (eth), surgiflo w/ thrombin (eth), vistaseal (eth) were the heamostatic products/sealants recorded. While in the passive agents group, orc original surgicel (eth), orc nuknit (eth), orc snow (eth), orc fibrillar (eth), orc surgicel powder (eth), surgiflo w/o thrombin (eth), surgifoam sponge (eth), and surgifoam powder (eth) were the heamostatic products/sealants recorded. Reported complications: orc ¿ fibrillar (eth). Orc ¿ surgicel powder (eth). Surgifoam sponge (eth). Surgifoam powder (eth). Passive agent group (n=51). Post-operative bleeding (up to 48 hr) (n=2). Treatment: 1 patient requiring intervention for post-op bleeding. Death (n=1). Treatment: not reported. Vistaseal (eth). Active agent group (n=51). Post-operative bleeding (up to 48 hr) (n=2). Treatment: 2 patients requiring intervention for post-op bleeding. Death (n=4). Treatment: not reported. In conclusion, numerical trends suggest greater bleeding and more complex postoperative courses in patients treated with the combination of active and passive haemostats. The use of standardized, validated measures of intraoperative bleeding, paired with a strategic approach that anticipates and manages bleeding complications, may support improved clinical outcomes.

Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 2. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 3. Does the surgeon believe that the patient¿s post operative event, and death was related to the ethicon products? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. 6. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: doi: 10.2147/mder.s549147. Pmid: 41209681; pmcid: pmc12595961. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.